Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. The first xtw clip was implanted on anterior and posterior leaflets (a2/p2). The second clip, an xt, was deployed lateral on a2/p2 after successful leaflet insertion assessment and following the instructions for use (IFU). Post-deployment, the xt clip detached from the anterior leaflet. A single leaflet device attachment (slda) occurred. The final mr was grade 2. Per the physician the slda was due to pre-existing patient anatomy. The first clip had provided stability to the second clip, therefore intervention was not required. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported incomplete coaptation/ slda associated with the clip detaching from the anterior leaflet per the physician is related to the pre-existing patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.